Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient experienced low bgs, and no longer trusts the pump. It was stated that the patient inspected the pump after experiencing low bgs, and the reservoir just fell out of the reservoir compartment. Troubleshooting was performed, and the pump was programmed correctly. All pump histories seemed correct. However, the pump failed the displacement test. Nothing further was reported.